Event description:
A device, loaded with another device reload was fired in a subtotal gastectomy procedure. The result was that the tissue was cut, but staples were not deployed. A second device was subsequently reloaded into the same plc75 and fired. The result was identical to the result of the first firing. A manual suture was applied to close the cut.

Manufacturer narrative:
Both reloads were returned for analysis. Visual observation showed that they had been completely fired, and that staples were deployed. Some formed staples were found at the proximal end of the reload. The concomitant devices were functionally tested and both performed according to specs. The root cause of the reported event could not be determined. The device manufacture date is unk because info on the lot number was not provided by the initial reporter. Evaluation summary: both returned reloads were completely fired. There are visible staples by the knife on one end, indicating the reloads were loaded with staples. An 18 uses left: dlu fire side gear train rotates without issues. Dlu calibrated and fired lab reload without any issues. Pictures are attached. The flexshaft passed visual inspection, field test and fired a cs29 with good staple formation and transection of test foam.